Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. During preparation, when a 2.50mm x 15mm emerge balloon catheter was pulled out from the hoop, it was noted to be snapped. No patient complications were reported.